Manufacturer narrative:
The prismaflex hf1000 set will be returned for inspection. Pictures of the involved connection were provided; it appears there is a disconnection of return line from top of bubble trap. However , there was no leakage reported during the priming of the product and during the 83 hours of treatment before the event. The review of the prismaflex hf1000 set device history record for lot number 13i1003 shows that no manufacturing anomaly was recorded regarding this lot number. The complaint history files confirm no other complaint reported regarding this lot number. No prismaflex control unit malfunction was suspected by the customer and the prismaflex control unit has been in use operating as intended. The root cause of the reported event remains unknown. However, if the nurse bumped the line, as he recollected may have happened, that could have caused the disconnection. Gambro received no information to suggest that a gambro product caused or contributed to the event and it does not regard the submittal of this report as an admission of causation or liability.

Event description:
A critically ill patient in the ICU undergoing continuous renal replacement therapy (crrt) had a blood loss from an external blood leak due to disconnection of the return line from the top of the deaeration chamber. The prismaflex control unit detected the blood leak and alarmed accordingly. The nurse immediately clamped the line; there was minimal blood loss to the patient. Treatment was stopped and another filter set was primed and treatment resumed. The patient was not symptomatic and did not require any medical intervention as a result of the blood loss. The nurse reported he may have bumped the return line prior to the disconnection.

Manufacturer narrative:
The involved connection (between return line and the deaeration chamber) was returned for analysis. The disconnection was confirmed. The investigation confirmed the return line was correctly glued to the dearation chamber. Three sterile samples from the same lot were also returned for our investigation; no defect were identified on the products and no leakage was been detected. The device was used off label; instructions for use advises that the prismaflex hf1000 set must be changed after 3 days (72 hours) and/or the maximum process volume of blood (780l) whichever occurs first.